Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the navigation system stopped tracking and displayed an error message reading "localizer not connected." To troubleshoot, the site replaced the emitter and exited and re-entered the software with no resolution. The site replaced the controller box and restarted the software. Upon re-entering the software, the navigation system was able to track. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative, following up with the site, reported that the site stated that the cable from the navigation system to the axiem (controller) box is visibly frayed where the cable splits at the box. The site was still navigating when discovering this, the medtronic representative suggested the site be very careful to not move the cable or the box. Replacement device shipped to site on (B)(4) 2015 for issue resolution. The medtronic representative replaced the cable and performed a navigation system check-out, all areas passed. Issue resolved with cable replacement. Medtronic investigation of returned suspect device finds that the cable jacket is damaged near the lemo connector exposing the shield wire. Otherwise, the cable passed a continuity test with no opens or shorts detected. The reported event was confirmed to be caused by physical damage of the cable.